Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose, battery out limit alarm and failed battery test. Customer's blood glucose level was 50 mg/dl. Troubleshooting for failed battery test was performed. Customer was advised to replace the device with a new energizer battery. Customer received the failed battery test once again. Customer was advised a replacement battery cap would be sent out and to call back if issues persist.